Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 169mg/dl, 215mg/dl. Tests were done within <10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.